Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room due to syncope. The patient's pulse was at 42 beats per minute. Boston scientific technical services (ts) was consulted as a remote interrogation was performed. Upon review of the data stored, ts found no stored recent episodes. Further review did find some heart rates below the lower rate limit of 60 beats per minute. Ts discussed that this was very likely due to modified atrial based timing. It was noted that the patient is only one percent ventricular pace. At this time, the pacemaker remains in service and no additional adverse patient effects were reported.